Manufacturer narrative:
On (B)(6) 2017 product investigation results: the reporter returned toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Oral-b cross action head come apart in mouth, metal pin came out and the head dropped off whilst brushing device breakage, no adverse event no adverse event, product counterfeit product counterfeit. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that he purchased 3 oral-b power oral care refills crossaction, and one of the brush heads had come apart in his mouth after about 2 weeks of use. He described that the metal pin came out and the head dropped off while he was brushing. He reported that another brush head was really stiff and unusable. No symptoms were reported. The consumer reported he had previously used this exact version of product. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 25-aug-2017 received consumer follow-up via phone: the consumer reported he completed the scratch test, and the logo could not be removed when scratching. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b cross action head come apart in mouth, metal pin came out and the head dropped off whilst brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that he purchased 3 oral-b power oral care refills crossaction, and one of the brush heads had come apart in his mouth after about 2 weeks of use. He described that the metal pin came out and the head dropped off while he was brushing. He reported that another brush head was really stiff and unusable. No symptoms were reported. The consumer reported he had previously used this exact version of product. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 25-aug-2017 received consumer follow-up via phone: the consumer reported he completed the scratch test, and the logo could not be removed when scratching. No further information was provided.